Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the surgeon monitor was replaced and the issue resolved. As a precaution, the exterior surgeon monitor cord was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable and monitor were receive by manufacturer for evaluation. The reported issue was confirmed as the returned monitor displayed a normal image at power up but went black shortly afterward. The returned cable was found to be in good condition and passed a continuity test with no opens.

Event description:
A medtronic representative reported that while outside of procedure, when plugged into the cart the surgeon monitor of the navigation system would initially have power and display an image but would then display black. A different surgeon monitor from another navigation system was used. There was no patient present at the time of the issue.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.